Event description:
It was reported that the user experienced hypoglycemia during the night with a blood glucose of 50 mg/dl while using the ilet system, and troubleshooting and education were completed with customer care. Symptoms included sweating. Outcomes included acute low glucose requiring immediate corrective action. Investigation included technical support review and user coaching. Investigation of this case revealed that the event was consistent with hypoglycemia with an unclear cause and that the user¿s glucose stabilized to 72 mg/dl after oral glucose intake. It was concluded that the device function could not be implicated based on available information and that user corrective action was effective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.